Manufacturer narrative:
They were unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor (gold). The pump passed the rewind, basic occlusion, and displacement test. There was no motor error alarm noted and the motor passed the motor test. It was noted that the pump was received with a broken battery tube thread, a cracked reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 279 mg/dl. Customer was trying to bolus when she received the alarm. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.